Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Several dilatations were made with more than one maverick balloon (quantity and size are unk). The physician attempted to place a 2.75x16 mm liberte bare metal stent, but was unable to cross the lesion. Upon removal, rear stent struts were found lifted off of the balloon. The procedure was completed with another liberte stent. No pt complications were reported. Pt status reported as "fine".